Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 11 months postoperatively, the patient experienced a recurrence of ventral hernia.